Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 734 mg/dl. The customer was hospitalized for their high blood glucose. The customer stated that their insulin pump stopped delivering insulin. The customer was transferred to the help line for further assistance. The customer did not mention any form of treatment for their blood glucose levels. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.